Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be submitted upon completion of the device evaluation.

Event description:
It is reported the multiaxial shaft broke during screw insertion, at the tip between the pentalobe features and the alignment block. No adverse events were reported.

Manufacturer narrative:
A visual inspection of the returned devices showed that the tips of the screw inserters had sheared off. A review of the device history record indicated that there were no dimensional, functional, or material anomalies reported at inspection. Based on the data available through review and investigation of file, the probable underlying cause for the damage is excessive torque and deflective forces leading to loss of mechanical integrity and ultimately instrument fracture during usage of the devices. It is also possible that the end user did not utilize the proper tap size, failed to tap at all, or improperly loaded the screws onto the screw inserters.